Manufacturer narrative:
G3 date received by manufacturer, corrected data: follow-up report #1 inadvertently listed wrong date, should've been 04/23/2021.

Event description:
Patient presented with an increase in seizures and when seen in clinic their device could not be interrogated despite using multiple programming systems. The patient was referred for a battery replacement. Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date. No other relevant information has been received to date.

Manufacturer narrative:
Describe event or problem , corrected data: initial report inadvertently listed wrong information about the device being received. D9 device available for evaluation?, corrected data: initial report inadvertently listed no. H3 device evaluated by MFR? , corrected data: initial report inadvertently marked the wrong option.

Event description:
The explanted generator was received but product analysis is still underway.

Event description:
Product analysis was completed on the returned generator. The electrical tests performed in the pa lab found that the generator was at an eos = yes condition. The battery voltage was measured at 0.568 volts. The pulse generator pcba standby current measured approximately 17.0ua. Pins 1 and 64 (vcpu) of the microprocessor (a1) were lifted from the pulse generator pcba substrate pads to isolate it from the asic (a2), the pulse generator pcba standby current measured approximately 7.1ua. When pin 1 (vcpu) of the microprocessor (a1) is placed back on the pulse generator pcba substrate pad, the pulse generator pcba standby current measures approximately 17.0ua. The data dump was also reviewed, and it was noted that the device went from normal impedance to high impedance on (B)(6) 2021. However, this occurred at a time after explant, and therefore the impedance change is due to the explant procedure and will not be captured. A hw reset was also noted to have occurred. The data in the ¿diagaccumconsumed¿ memory locations revealed that 3199.428% (random value due power up with power supply (restart)) of the battery had been consumed. The loss of communication and the increased current consumption (standby current) to the pulse generator pcba was due to a failure of the microcontroller (a1) uart, which may have been the contributing factor for the allegation of ¿m103-m1000 eos, status unknown¿. The internal cause of the microcontroller (a1) malfunction was not determined.